Event description:
Caller reported a malfunction on pump, identified as code malf 12, but there were no notable events prior to the malfunction. There was no adverse impact to customer's blood glucose level. Tandem technical support provided pump reset information and assisted caller with resetting pump, after which the malfunction did not recur. Customer was advised to continue using pump and to contact support if malfunction code reappeared, which caller acknowledged and understood.